Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "there has been an issue with low level samples which have impacted the increase in the number of rejections and the needing of new sample draws."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Please refer to the IFU and order of draw chart for correct usage of the product.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "there has been an issue with low level samples which have impacted the increase in the number of rejections and the needing of new sample draws."